Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level fluctuated from 275 to 450 mg/dl. The customer's symptoms include dry mouth and nausea. The customer treated with manual injections. During troubleshooting, it was found that the insulin pump alarmed no delivery and had low reservoir alerts. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer's sets were replaced. The customer was advised that the device was working as designed and nothing was returned.